Event description:
The customer stated that she was hospitalized for a heart attack and high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime test. The customer did not wish to continue troubleshooting, and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.